Event description:
It was reported that a stent expansion issue occurred. The target lesion was located in the proximal right coronary artery. A 3.00 x 24mm synergy xd drug-eluting stent was deployed to treat the target lesion. However, it was observed that the mid part of the stent was not fully expanded. No further information was provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. B3 - date of event, d6a - implant date: used the first date of the month of the aware date as no date was provided.